Manufacturer narrative:
This report is submitted on august 30, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to pain at implant site. It is unknown if there are plans to re-implant the patient as of the date of this report.